Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no image on the left monitor then locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.